Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was 400 mg/dl. The customer connected the pump to a power source to charge, but the pump did not turn on. Reportedly, the customer reverted to manual injections for insulin therapy.